Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred before the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and instructed to reach out if any malfunction code recurs.